Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device will not be returned. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). A cine of the procedure was received and reviewed by an abbott vascular clinical specialist. The reviewer noted that there was significant in-stent restenosis in the proximal and mid left anterior descending artery (lad). The proximal and mid portions of the lad were ballooned. Slight irregularities of flow are visible in one side of the proximal portion of the stent. The proximal portion of the lad is then ballooned and stented. The clinical specialist concluded that the cine images confirm in-stent restenosis of the two previously deployed xience v stents in the mid and proximal lad. The images show slight flow irregularities in a portion of the stent, which may indicate stent fracture. The reviewer noted that this however, does not confirm a suspected stent fracture in the overlapping portion of the stents, but possibly in a more proximal area. The intravascular ultrasound (ivus) images are more indicative of a possible fracture; however, an actual stent fracture with a specific location cannot be confirmed by the cine. Factors that may contribute to stent fractures include, but are not limited to, processing and/or handling in manufacturing, handling during preparation for use, lesion characteristics, procedural technique, product size selection, severe torquing or kinking of stent (material stress/ fatigue) or interaction with the accessory devices, lesion and/or anatomy. Fatigue from cardiac dynamics and motion may also contribute to stent fractures during or after the procedure. To help ensure that the reported stent fracture is not related to a manufacturing deficiency, all stent delivery systems are 100% visually inspected online for stent damage. The degree of lesion calcification was not described and may have aided in the investigation. However, it is possible that the reported stent fracture occurred post-procedure, as there was no damage noted to the stent implant during inspection prior to use. In this case, a stent fracture is suspected, but cannot be confirmed by the cine review. Restenosis is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined. In this case, although a conclusive cause cannot be determined for the reported stent fracture and patient effects, there is no indication of a product quality deficiency. The lot history record review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. The xience v 3.5 x 28 mm has been reported in a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2010 the patient had a xience v 3.5 x 23 mm and a xience v 3.5 x 28 mm implanted overlapping in the left anterior descending artery (lad). A xience v 4.0 x 23 mm was implanted in the left circumflex (lcx). The case was successfully concluded. On (B)(6) 2011 during the one year follow-up, in-stent restenosis was noted in the mid lad in the area of the overlapped stents and stent fracture was suspected. Treatment was performed via ballooning with 3.0 x 20 mm non-abbott stent at 16 atmospheres, and implantation of a 3.5 x 24 mm non-abbott stent. No further patient effects were reported. No additional information was provided.